Event description:
The equipment involved was a black battery operated stryker drill (one of the older drills), which malfunctioned during the case. The drill would only functional in the forward setting, even if set in the reverse mode. It was taken out of service and sent out for repair. A replacement drill (a stryker deluxe system) was used during the case.